Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be depleting rapidly. There was no reported adverse impact to the customer. The customer was instructed to fully charge the pump and monitor the battery performance. The customer declined follow up contact from tandem technical support, therefore it could not be confirmed if the battery depletion was normal based on the customer's settings and usage.